Event description:
Valiant and talent stent grafts and non mdt stent grafts were implanted in debranching thoracic endovascular aortic repair (dtevar) procedures on unknown dates. The following malfunctions were reported; type I endoleak, type ii endoleak, type iii endoleak the following serious injuries were reported; pneumonia, stroke, acute kidney injury, ischemia, dissection, rupture, infection, intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; preoperative renal function affects outcomes of surgery for aortic arch aneurysm in the elderly seike, y., yokawa, k., inoue, y. Et al. Gen thorac cardiovasc surg 69, 1050¿1059 (2021). Https://doi.org/10.1007/s11748-020-01550-9. If information is provided in the future, a supplemental report will be issued.